Event description:
Head disassociated from the femoral stem. New securfit advanced stem was placed, 36 +7.5 ceramic head, and size g 10 deg 36 x3 polyethylene. Update 11/march/2019: as reported in how was issue noticed "patient complained of severe pain and x-rays confirmed disassociation". As reported in adverse consequences details "revision of hip implants originally placed (B)(6) 2008 was performed on (B)(6) 2019. [Competitor] cerclage cable placed around calcar upon removal of the existing stem". Right hip.

Manufacturer narrative:
An event regarding disassociation involving a accolade stem was reported. The event was confirmed following the completion of a material analysis report. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 24 may 2019. This inspection indicated "the returned device parts were examined with the aid of a stereo microscope at magnifications up to 20x. Hip stem: the returned hip stem biological material was observed on the lateral and anterior surface. Damage was observed on the taper and neck of the hip stem consistent with loss of the taper lock between the stem trunnion and the femoral head taper." Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: a material analysis has been performed. The report concluded: the wear observed on the hip stem trunnion is consistent with loss of the taper lock between the stem trunnion and the femoral head. Eds showed the stem was consistent with an astm f1813 alloy and the head was consistent with an astm 1537 alloy. The adhered material on the head was consistent with material transfer from the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Head disassociated from the femoral stem. New securfit advanced stem was placed, 36 +7.5 ceramic head, and size g 10 deg 36 x3 polyethylene. Update (B)(6) 2019: as reported in how was issue noticed "patient complained of severe pain and x-rays confirmed disassociation". As reported in adverse consequences details "revision of hip implants originally placed (B)(6) 2008 was performed on (B)(6) 2019. [Competitor] cerclage cable placed around calcar upon removal of the existing stem". Right hip.